Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 400 mg/dl. The customer felt symptoms of vomiting and dizziness. The customer was treated for the high blood glucose with manual injections. The customer stated that their insulin pump does not deliver insulin during a bolus. The customer was assisted with trouble shooting but the customer insisted on having their insulin pump replaced. The customer returned the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received, which was not included with follow up report. The information has been provided with this report. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error test and tone check/vibrate check on self-test. The insulin pump then was programmed with several boluses and monitored; all boluses delivered properly. All boluses had audio tones at the start and the end of each bolus delivery. The low reservoir alarm was set to 20.0units. The insulin pump properly alarmed low reservoir with audio tones when the units remaining in the status screen was at 20.0 units. No audio/beep anomaly noted. No cosmetic damage noted. The insulin pump passed the delivery volume accuracy test.